Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Following pre-dilation, a 28 x 3.00 promus premier select drug-eluting stent was deployed to treat the lesion. However, the proximal segment of the stent was noted to be damaged. The procedure was completed and the patient was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Media analysis: a review of the media provided could not identify the alleged stent damage (fracture) as the only stent visible in the images provided was shown already deployed presumably at the lesion site (no images available of the lesion site prior to stent deployment) without any issues being noted. Its structure appeared normal, without any struts noted to be out of place (or missing) and conforming to the vessel anatomy. H3 other text : media review.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Following pre-dilation, a 28 x 3.00 promus premier select drug-eluting stent was deployed to treat the lesion. However, the proximal segment of the stent was noted to be damaged. The procedure was completed and the patient was stable.